Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that connecta plus3 white blend package seals were defective. This was discovered before use. The following information was provided by the initial reporter: individual packages were unsealed with defective seals. Sterility has not been maintained.

Event description:
It was reported that connecta plus3 white blend package seals were defective. This was discovered before use. The following information was provided by the initial reporter: individual packages were unsealed with defective seals. Sterility has not been maintained.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was performed for provided lot number 9262745 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, four picture samples were received for evaluation by our quality engineer team. Through examination of the pictures, the product packaging was observed open along one side. It has been determined that this incident resulted from an error in the alignment of the package cutting machinery as well as an error in the detection and rejection of faulty product. In response to this incident, a notification was sent to all related manufacturing personnel to prevent the recurrence of this incident.